Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a particle in the solution. Stereomicroscopic examination and ftir spectroscopy determined the particle to be a abs co-polymer which is not a component of intravia containers. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in an empty intravia container. The customer stated that the particulate was found inside the intravia container. No solution had been added. There was no patient involvement. No additional information is available.